Event description:
It was reported that a customer's pump screen was cracked and remained black, rendering it non-functional. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate form of insulin therapy.